Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient code and device code has been corrected.

Event description:
Additional information was received pocket revision happened due to pain at pocket site.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg pocket was revised (B)(6) 2020 for an unknown reason.